Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon deflation difficulties were encountered. The lesion being treated was a 70-80% stenosed, moderately calcified de novo left anterior descending (lad) lesion. The lesion was predilated with a 20 mm balloon (type unknown). The physician, using a bmw guide wire and a q4 sh guide catheter, successfully deployed the taxus express2 8.8% 3.0 x 32mm drug eluting stent at 10 atms. After deployment, the delivery balloon would not deflate. The physician tried to pull negative with no success. While the balloon remained inflated, the pt suffered transient arrhythmias and became hypotensive. The physician was able to deflate the balloon after 40 sec of being inflated by pulling negative with a 20cc syringe. The device was removed from the pt intact and in a deflated state. There were no pt injuries related to the balloon inflation. The taxus stent was post dilated with a 3.0 x 9mm nc ranger balloon. The procedure was successfully completed. The pt's condition is reported to be good.